Event description:
It was reported that during preparation for a stenting treatment procedure, stent damage occurred. The target lesion was located in the superficial femoral artery. A 8m x 82mm x 120cm epic¿ stent was selected. After unpacking and preparing of the device normally the stent was found to be "florated." The device was unable to be introduced into the sheath. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the epic stent delivery system (sds) was received inside an epic product pouch that matched the information on the device. The safety lock was in the as-manufactured position; however, it cannot be determined if the safety lock was removed and replaced during handling/use of the device. The stent was protruding 6mm from the distal end of the delivery system. The exterior sheath was bunched adjacent to the proximal end of the markerband. Functional testing through an introducer sheath was not possible since the stent was partially deployed. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during preparation for a stenting treatment procedure, stent damage occurred. The target lesion was located in the superficial femoral artery. A 8m x 82mm x 120cm epic stent was selected. After unpacking and preparing of the device normally the stent was found to be "florated." The device was unable to be introduced into the sheath. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
(B)(4).